Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to suspected poly wear.

Manufacturer narrative:
Visual and tactile examination of the component revealed scratches and pitting of the articulating surface on both condyles, as well as the inferior surface. Based on these observations, the tibial insert was subject to abrasive wear likely due to polyethylene particles created during surface scratching by the femoral component. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.